Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked on bottom case. Battery communication timeout error was found at power up process. Error history log review found a battery communication timeout error. The root cause of the reported issue was found to be interconnect board did not operate as intended. Actions were taken to mitigate the reported issue: replaced interconnect board, also replaced battery for preventive. Performed power up process and all functional tests which passed.

Event description:
It was reported that the pump had a battery power failure alarm. No patient injury was reported.